Event description:
New information indicated that the lead exhibited intermittent sensing problems and low impedance prior to being capped.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient was in stable condition post procedure and went home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.